Event description:
It was reported that the patient had some fluid coming out from the ipg site. The patient underwent revision procedure wherein the physician made the pocket just a little deeper and decided to put a new ipg to be safe of any possibility of infection.